Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2015: (B)(6). History and physical. Admitted secondary to abdominal pain. Has abdominal mesh from hernia repair. Has had multiple bouts of fever and abdominal pain. Yesterday began having severe abdominal pain, much worse than her typical abdominal discomfort. Symptoms did not resolve with regular ultram and phenergan. Appeared uncomfortable. Denied fever, no bowel movement since day prior, denied flatus. Admits to severe nausea. Denies any vomiting, but states she was using excessive amounts of phenergan. Surgical history: cholecystectomy, right tubal and oophorectomy. Abdomen: obese, soft, mild diffuse tenderness without rebound, peritoneal sign, or rigidity. Multiple abdominal hernias noted. Assessment: 1) ileus vs. Bowel obstruction. 2) left ventral hernia containing inflamed fat. 3) obesity. Plan: admit; surgery consult; ng tube; continue dilaudid, phenergan and fluids; repeat kub; monitor labs and patient closely. [Missing records: consultation report by dr. (B)(6) on (B)(6) 2015 was not provided.] [Missing records: follow-up kub done (B)(6) 2015 which showed nonspecific bowel gas pattern and retained contrast in rectum was not provided.] (B)(6) 2015: (B)(6). Discharge summary. Discharge diagnoses: 1) small bowel obstruction, improved. Patient was admitted with complaints of abdominal pain. Patient has abdominal mesh from a hernia repair and had had multiple episodes of fever and abdominal pain. Had ng tube placed to suction, started on IV fluids, phenergan and dilaudid. Follow-up kub on (B)(6) 2015 showed nonspecific bowel gas pattern and retained contrast seen at the rectum. Was seen in consultation by dr.(B)(6) on (B)(6) 2015 and he states that further abdominal surgery would carry a very high risk for recurrent hernias, intestinal injuries and fistula and infectious complications and should be avoided as an emergency preprocedure if at all necessary. Recommended continuing nasogastric decompression and IV hydration and avoiding surgical intervention. Continued to improve, progressed from clear liquids to solid foods. States she feels much better and is anxious for discharge. Discharge medications: ultram, phenergan, ibuprofen. Condition stable. Discharge diet bland with increased hydration. (B)(6) 2015: (B)(6). History and physical. Patient being admitted for outpatient surgery for repair of incarcerated recurrent incisional hernia. Only change in history is that she has seen her gynecologist and has plans for concomitant vulvar surgery that should not impact her clinical course following hernia repair. Depending on patient¿s recovery, she may or may not require postoperative hospitalization. (B)(6) 2016: (B)(6). Radiology-abdomen 1 view (kub). History: bowel obstruction. Impression: no evidence of obstruction. (B)(6) 2016:[date assigned] (B)(6). Discharge summary. Hospital course: patient was admitted, remained afebrile. Was able to tolerate clear liquids without any vomiting whatsoever. Strongly recommended that she gradually wean herself from both phenergan and xanax and I have given her weaning schedule. Assessment: 1) chronic abdominal pain, unknown etiology. No evidence of bowel obstruction. 2) anxiety. 3) chronic anxiolytic therapy. 4) chronic nausea. 5) history of peptic ulcer disease. Plan: outpatient upper and lower endoscopy. Wean xanax. (B)(6) 2016: (B)(6). Radiology-abdomen 1 view. Small bowl obstruction. History: abdominal pain. Impression: 1) mildly dilated single loop of probable hepatic flexure in the right upper abdomen. Finding is nonspecific. 2) residual oral contrast material within the rectum. (B)(6) 2018: (B)(6). Radiology-CT abdomen/ pelvis. History: abdominal pain. Findings: operative changes of small bowl again seen with small bowel anastomosis within the right hemiabdomen. There is mild dilation of anastomosis, decreased compared to the previous exam. This is a common post-surgical finding. Mild colonic stool. Right lower quadrant and left mid ventral abdominal wall mesh is seen. No free air or free fluid seen. Impression: no acute intra-abdominal findings. (B)(6) 2019: (B)(6). History and physical. Status post tubal ligation with 4 previous vaginal deliveries. On xarelto. Recent onset vaginal bleeding, continued on daily basis for 3-4 weeks. Bleeding is frequently heavy. Prior to this episode, she noted periods to occur 3-4 week intervals and have been heavy and prolonged on a regular basis, frequently lasting 8-10 days. History of recurrent ventral hernias. With her 3rd pregnancy in 1995, she had appendicitis, at which time her right tube and ovary also were removed due to chronic and acute inflammation. History: diffuse hepatic stenosis, copd. Weight 275 pounds. Abdomen: scarring secondary to recurrent hernia repairs. Pelvic: moderate to heavy amount of bleeding. Uterus sounds to 9 cm in the office. However, her weight otherwise limits the exam. Impression: severely abnormal uterine bleeding, unknown etiology. Plan: hysterectomy, dilation curettage, endometrial ablation. (B)(6) 2019: (B)(6). Radiology-CT abdomen/ pelvis. Abdominal pain. History: nausea, vomiting. No free fluid or inflammatory changes. Impression: no acute intra-abdominal findings. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that the gore® dualmesh® instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence".

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2001, whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2015, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: recurrence, dense adhesions, chronic pain. Additional event specific information was not provided. It was reported the patient alleges the following product deficiencies: strict products liability, negligence, implied and express warranty, fraud, fraudulent concealment, punitive damages.

Manufacturer narrative:
H6: updated investigation conclusions: d17: appropriate code/term not available for ¿false claim.¿ h6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g07002: appropriate term not available for false claim. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. Through gore's investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as false claim and no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span (B)(6) 1999 through (B)(6) 2019 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Medical records from (B)(6) 2005 through (B)(6) 2015 were not provided. Patient information: medical history: (B)(6) 1999: incarcerated incisional hernia at old appendectomy site. (B)(6) 2015: small bowel obstruction, left ventral hernia containing inflamed fat. Morbid obesity: (B)(6) 2019: 275 lbs. (B)(6) 2016: peptic ulcer disease. Surgical procedures: unknown date: appendectomy. (B)(6) 1999: exploratory laparotomy. Small bowel resection of distal jejunum with primary anastomosis. Abdominal washout. Repair of right lower quadrant. Appendectomy incisional hernia. (B)(6) 2000: incisional hernia repair with inlay mesh technique. (B)(6) 2001: incisional hernia repair with use of mesh. Implant: gore® dualmesh® biomaterial. Implant: gore® dualmesh® biomaterial. Unknown date: cholecystectomy unknown date: right tubal ligation and oophorectomy (B)(6) 2015: repair of incarcerated recurrent incisional hernia. Implant: ventrio soft tissue patch. (B)(6) 2019: hysteroscopy, fractional dilatation and curettage and endometrial ablation with novasure. Relevant medical information: (B)(6) 1999: exploratory laparotomy. Small bowel resection of distal jejunum with primary anastomosis. Abdominal washout. Repair of right lower quadrant appendectomy incisional hernia. Operative report. ¿the abdomen was entered through a midline abdominal incision going through the upper midline . On entrance into the abdomen, a moderate amount of purulent fluid was immediately encountered. Swabs of this were taken for culture. The abdomen was then thoroughly explored. The 20-week intrauterine pregnancy was identified as a gravid uterus. The nasogastric tube was positioned appropriately in the stomach. The omentum was mobilized cephalad. There were multiple adhesions down to the right lower quadrant at the site of a previous appendectomy. Running the small bowel from the ligament of treitz on down towards the ileocecal valve, the small bowel clearly was entrapped in the incisional hernia located at her old appendectomy site . The small bowel was reduced from this site. A jejunal perforation was identified . Given the status of the bowel and the patient¿s clinical status, rapid resection of the bowel was performed with staplers followed by a primary anastomosis. This was done in a stapled functional end to end fashion with excellent luminal patency and integrity of the staple lines at the completion. The segment of jejunum which had perforated was resected with ligation of the mesenteric vessels and delivered to pathology as a specimen. Some omentum was also fairly tied up within this right lower quadrant incisional hernia and also required resection and was delivered as a separate specimen to pathology. The small bowel was examined distally and there was no evidence of distal pathology. Indeed, this appeared to be the source of a partial small bowel obstruction with dilated proximal small bowel and deflated distal small bowel. The colon was examined and was intact from the cecum to the sigmoid colon with no evidence of masses, obstruction or perforation. The abdomen was copiously irrigated. Due to the patient¿s obesity, we were unable to gain adequate exposure to the incisional hernia through the midline incision, and the previous right lower quadrant appendectomy incision was opened to allow surgical exposure to this area. This was performed in conjunction with also mobilizing some of the hernia sac which was resected and delivered to pathology as a third specimen. The entire wound was irrigated as well as the abdomen again. The right lower quadrant fascial defect measured about 6 inches in diameter. This was closed with interrupted figure-of-eight #1 prolene sutures. Given the diffuse peritonitis from the perforated bowel, no attempts to close the skin incision was made. Hemostasis was obtained. The abdomen was again copiously irrigated. Hemostasis throughout was excellent. The mesenteric defect at the small bowel resection and reanastomosis was closed with vicryl sutures. The omentum was lain back over the intestine in anatomical fashion and the abdominal incision in midline was then closed with fascial sutures of interrupted figure-of-eight #1 prolene. The subcutaneous wounds were irrigated and then both the midline incision wound as well as the right lower quadrant old appendectomy site incision were packed with kerlix gauze.¿ (B)(6) 1999: pathology. ¿diagnosis: small bowel, resection; perforation with acute exudative serositis. Omentum, excision; fibroadipose tissue with mild acute and chronic inflammation. Hernia sac, excision; fibroadipose tissue, consistent with hernia sac. Specimen(s): small bowel. Omentum, routine. Hernia sac. There is a through and through hole in the bowel wall 2.0cm from the stapled resection margin, which measures 1.0 x 1.0cm.¿ (B)(6) 2000: operative report. Incisional hernia repair with inlay mesh technique. Procedure: ¿we proceeded by essentially excising around the prior ventral hernia and scar. We dissected down until we identified the hernia sac and carefully got into this. We were able to dissect the sac off the fascia. At this point, it was clear that the patient had a sizeable ventral hernia defect. We proceeded to raise flaps along the fascia on either side. In the process of this, we also dissected out the remnants of the hernia sac. Of note, to dissect the bowel off the hernia sac, we had to do fairly extensive adhesiolysis which we did with electrocautery as well as ligation with absorbable suture. Once we had done this, we tried to approximate the fascia and found that it could not be approximated without undue tension. Consequently, we proceeded to do an inlay mesh repair technique. We took a piece of 12 by 12 inch polypropylene mesh and apposed it to a 12 by 12 piece of woven vicryl mesh using absorbable suture. We then placed this in the abdomen oriented with the vicryl mesh to the bowel and secured it in place with interrupted #1 novofil sutures placed around the periphery. This gave us a very secure repair; however, the abdomen was not under undue tension with this. Once this was done, we took two #19 blake drains and placed one drain under each large subcutaneous flap. We irrigated the wound. We were satisfied with our hemostasis and then simply closed the skin with interrupted #2 nylon sutures.¿ (B)(6) 2000: pathology. ¿diagnosis: soft tissue, ventral hernia, herniorrhaphy, skin and soft tissue with areas of fibrosis, consistent with hernia sac.¿ implant preoperative complaints: no information. Implant procedure: incisional hernia repair with use of mesh. [Implant: gore® dualmesh® biomaterial, 1dlmc06/01092636, 18 cm x 24 cm x 1 mm thick] implant date: (B)(6) 2001: description of hernia being treated: ¿the hernia was through an old right lower quadrant appendectomy incision . The old scar was excised and carried down to the hernia sac. The hernia sac was excised from the surrounding subcu tissues down to the fascia circumferentially. The hernia sac was mainly on the lateral side of the incision. The hernia sac opened and was then pulled up and the intra-abdominal contents were dissected free from the hernia sac and the peritoneum circumferentially around the incision. In exploring the anterior abdominal wall, the patient had a second hernia lower in the abdomen and the entire old incision was excised until the second hernia could be identified. Bovie was used to obtain hemostasis. The final defect was approximately 15 x 5 centimeters and it was elected to use the goretex patch graft to place the mesh internally.¿ implant size and fixation: ¿the goretex was cut to the proper size and the goretex sutures were placed in an interrupted fashion circumferentially approximately 2 centimeters apart starting on the medial side of the incision. The sutures were pulled through the fascia approximately 2 centimeters back from the fascial edges and the sutures were brought through around superiorly and inferiorly and were tied in place as the sutures were brought through. The medial and lateral sutures were marked and brought out on the medial and lateral corners. After all of the sutures were placed, they were all tied down and a good hernia repair was noted. Note: the rough side was facing anteriorly and the smooth side was posteriorly. A second layer of the goretex was then sutured to the anterior fascia with a running stitch of 0 prolene, again with the rough side down and the smooth side up. This was started medially and sutured around inferiorly and superiorly to the lateral portion and the two sutures were tied to each other. A jackson pratt drain was brought through the lateral end of the incision and placed over the graft. The subcu was approximated in two layers with 0 chromic and the skin edges were approximated with skin clips. The jackson pratt drain was sutured in placed [sic] with 2-0 nylon.¿ relevant medical information: (B)(6) 2005: ¿under local anesthesia a transverse incision was made over the knot and it turned out to be a large suture granuloma associated with a large prolene suture which was removed. It measures 3.5 x 6 cm and was passed off for pathological examination. The wound was closed in 2 layers with a deep layer of 2-0 chromic and skin layer of interrupted 3-0 nylon.¿ (B)(6) 2015: inpatient admission. (B)(6) 2015: CT abdomen/pelvis. With contrast. ¿the left upper quadrant jejunal bowel loops are collapsed. In the mid abdomen, there is transition to dilated loops of fluid-filled small bowel which measure up to 4.7 cm in diameter. ¿admit. Diagnosis- bowel obstruction.¿ (B)(6) 2015: history and physical. ¿admitted secondary to abdominal pain. Has abdominal mesh from hernia repair. Has had multiple bouts of fever and abdominal pain. Yesterday began having severe abdominal pain, much worse than her typical abdominal discomfort. Abdomen: obese, soft, mild diffuse tenderness without rebound, peritoneal sign, or rigidity. Multiple abdominal hernias noted. Assessment: 1) ileus vs. Bowel obstruction. 2) left ventral hernia containing inflamed fat. 3) obesity. Plan: admit; surgery consult; ng tube; monitor labs and patient closely.¿ (B)(6) 2015: discharge summary. ¿discharge diagnoses: 1) small bowel obstruction, improved. Was seen in consultation by dr. (B)(6) 2015 and he states that further abdominal surgery would carry a very high risk for recurrent hernias, intestinal injuries and fistula and infectious complications and should be avoided as an emergency preprocedure if at all necessary. Recommended continuing nasogastric decompression and IV hydration and avoiding surgical intervention. Continued to improve, progressed from clear liquids to solid foods. States she feels much better and is anxious for discharge. Condition stable. Discharge diet bland with increased hydration.¿ (B)(6) 2015: history and physical. Patient being admitted for outpatient surgery for repair of incarcerated recurrent incisional hernia. (B)(6) 2015: repair of incarcerated recurrent incisional hernia. Implant: ventrio soft tissue patch. ¿more recently, she developed a definite incarcerated recurrent incisional hernia toward the left of the abdominal midline, somewhat above the level of the umbilicus and near the previous ¿suture granuloma excision¿ incision site and she reported moderate and intermittent pain at that site, but enough to keep her from being able were [sic] comfortably . ¿after administering a small amount of local anesthetic into the skin and a small stab incision in the left lower quadrant and very carefully advanced a 5-mm optical view trocar into the peritoneal space. Extensive adhesions were identified, and although the region of the left upper quadrant abdominal wall hernia could be visualized, it was fairly clear that an open approach through this defect would be much safer than trying to place a much larger intraperitoneal patch. Therefore, the trocar was removed. I made a transverse incision through the previous left upper quadrant incision after anesthetizing it with local anesthetic consisting of a 50/50 mixture of 1 percent lidocaine with epinephrine and 0.5 percent marcaine. Subcutaneous tissue was carefully divided with cautery, and the hernia sac and it contained incarcerated fatty tissues was fairly quickly identified . Additional division of subcutaneous fat medially and laterally, blunt and sharp dissection, allowed skeletonization of this hernia sac down to its fascia, although it completely [sic]. I therefore carefully excised with cautery, much of the hernia sac. Portions of omentum were excised using clamps and vicryl ties for hemostasis, and the remaining portions were then able to be reduced into the abdominal cavity, with some additional sharp and blunt dissection to free the fascial edges. Next, some of the above-mentioned findings were noted including the presence of the lateral edge of the previous mesh. Under surface of this was carefully cleared of omental adhesions, again using careful dissection, and the above-mentioned small adjacent hernia was identified and combined with a single hernia defect by carefully dividing the fascial bridge freeing additional fascial undersurface. As there was no circular ventralex mesh available I selected an 11 x 14 cm ventrio soft tissue patch. This was carefully secured to the undersurface of the fascial ring using running no. 1 prolene sutures. Of note, along the medial edge I incorporated both the lateral edge of the previous soft tissue patch as well as the overlying intact fascia in the closure. This resulted in an excellent closure of this space. The wound was then irrigated with saline solution. Subcutaneous tissue was close [sic] at deep level with running 2-0 vicryl, and the skin was closed with running 4-0 vicryl subcuticular suture, supplemented by dermabond. The small left lower quadrants stab wound was closed in the same fashion with 4-0 vicryl and dermabond. The operation was then turned over to dr. (B)(6) for his gynecologic procedure. Regarding my portion of the procedure, hemostasis was satisfactory and all sponge and needle counts were reported as correct.¿ (B)(6) 2015: CT abdomen/pelvis. ¿abdominal pain and left upper quadrant pain. Impression: critical result: recent appearing hernia repair left of midline. There is some fluid beneath the hernia mesh without specific features of infection. Stranding over the operative site probably reflects recent surgery and are within expected limits.¿ (B)(6) 2016: inpatient admission. (B)(6) 2016: history and physical. ¿hpi: presented complaining of continued abdominal pain, intractable nausea and a possible bowel obstruction on CT scan. Began having abdominal problems a year ago when she presented with nausea, vomiting and abdominal pain. At that time she was found to have a peptic ulcer by endoscopy. She subsequently underwent herniorrhaphy by dr. (B)(6) and I believe she had a second operation subsequent to that for problems with the mesh. She has continued to complain of abdominal pain basically for the entire past year. Was referred here for possible bowel obstruction. Exam: abdomen: mild diffuse tenderness, which seems localized to the left flank and left lower quadrant. CT scan in ripley county revealed a segment of dilated small bowel with small bowel feces in the right mid abdomen with what appeared to be an abrupt transition to nondilated small bowel loop. Assessment: chronic abdominal pain, without evidence of surgical process or acute obstruction. Admit for overnight observation.¿ (B)(6) 2016: discharge summary. Hospital course: patient was admitted, remained afebrile. Was able to tolerate clear liquids without any vomiting whatsoever. Strongly recommended that she gradually wean herself from both phenergan and xanax and I have given her weaning schedule. Assessment: 1) chronic abdominal pain, unknown etiology. No evidence of bowel obstruction. 2) anxiety. 3) chronic anxiolytic therapy. 4) chronic nausea. 5) history of peptic ulcer disease. Plan: outpatient upper and lower endoscopy. Wean xanax. (B)(6) 2016: x-ray-abdomen. Small bowl obstruction. History: abdominal pain. Impression: 1) mildly dilated single loop of probable hepatic flexure in the right upper abdomen. Finding is nonspecific. 2) residual oral contrast material within the rectum. (B)(6) 2016: CT abdomen/pelvis. Hx: change in bowel habits. Impression: no acute abdominal findings. No intra-abdominal inflammation or bowel dilation. Right upper quadrant small bowel anastomosis. Previous hernia mesh repair. Cholecystectomy. Findings: bowel not dilated, no small bowel wall enhancement seen, appendix normal size [discrepancy, records indicate previous rupture and removal of appendix], hernia mesh repair seen within right lower quadrant anterior abdomen. (B)(6) 2017: 16 months s/p repair of incarcerated, recurrent left upper paramedian incisional hernia. This followed several hernia repairs and other abdominal surgery (including a bowel resection) by other surgeons. Today she complains of persistent pain at the most recent hernia repair site, claiming that this is the same pain that was present even before the repair. Also notes lesser pain and possible some bulging high in her epigastrium near/under the upper extent of her previous midline incision. Exam: tenderness at her luq wound area , but no palpable abnormality underneath. There is a small ¿nodularity¿ only 2 or 3 cm more cephalad (seemingly at or near the fascial level), palpation of which is completely nontender. There is a ¿softness¿ underneath the more cephalad aspect of her previous midline incision without focal bulging with cough or valsalva, although there is generalized upper midline bulging with cough. She did have an abdominopelvic CT scan done in november 2016, and I reviewed the films and report. There may be a herniation of fat through the most cephalad aspect of her previous fascial incision, although I cannot be sure. There is ¿curling¿ of the edges of the mesh that I placed (very common when imaged) that abuts a loop of bowel in only one CT scan cut. There is no definitive hernia recurrence in that region. There is postsurgical scarring of the area without any suggestion of mesh infection. There is no evidence of bowel obstruction on this study. Impression: persistent left upper paramedian abdominal pain despite seemingly- successful repair of her local hernias. Plan: I am inclined to recommend avoidance of any further surgery given relatively high risks of complications/persistent symptoms and what I perceive is a relatively low chance of providing her with significant improvement.¿ (B)(6) 2017: CT abdomen/pelvis. ¿history: abdominal pain; hx hernia repair with mesh. Impression: fat stranding densities adjacent to the left upper quadrant hernia mesh repair are partly contiguous with the transverse colon. This may represent scarring changes and is not significantly changed. Right lower quadrant hernia mesh repair, unchanged . Diastasis recti.¿ (B)(6) 2018: CT abdomen/ pelvis. ¿history: abdominal pain. Findings: operative changes of small bowl again seen with small bowel anastomosis within the right hemiabdomen. There is mild dilation of anastomosis, decreased compared to the previous exam. This is a common post-surgical finding. Mild colonic stool. Right lower quadrant and left mid ventral abdominal wall mesh is seen. No free air or free fluid seen. Impression: no acute intra-abdominal findings.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh shrinkage, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act. Other code information: d17: appropriate code/term not available for ¿false claim.¿

Manufacturer narrative:
H6: updated investigation conclusions: d17: appropriate code/term not available for ¿false claim.¿ h6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g07002: appropriate term not available for false claim. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. Through gore's investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as false claim and no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span (B)(6) 1999 through (B)(6) 2019 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Medical records from (B)(6) 2005 through (B)(6) 2015 were not provided. Patient information: medical history: (B)(6) 1999: incarcerated incisional hernia at old appendectomy site. (B)(6) 2015: small bowel obstruction, left ventral hernia containing inflamed fat. Morbid obesity: (B)(6) 2019: 275 lbs. (B)(6) 2016: peptic ulcer disease. Surgical procedures: unknown date: appendectomy. (B)(6) 1999: exploratory laparotomy. Small bowel resection of distal jejunum with primary anastomosis. Abdominal washout. Repair of right lower quadrant appendectomy incisional hernia. (B)(6) 2000: incisional hernia repair with inlay mesh technique. (B)(6) 2001: incisional hernia repair with use of mesh. Implant: gore® dualmesh® biomaterial. Implant: gore® dualmesh® biomaterial. Unknown date: cholecystectomy. Unknown date: right tubal ligation and oophorectomy. (B)(6) 2015: repair of incarcerated recurrent incisional hernia. Implant: ventrio soft tissue patch. (B)(6) 2019: hysteroscopy, fractional dilatation and curettage and endometrial ablation with novasure. Relevant medical information: (B)(6) 1999: exploratory laparotomy. Small bowel resection of distal jejunum with primary anastomosis. Abdominal washout. Repair of right lower quadrant appendectomy incisional hernia. Operative report. ¿the abdomen was entered through a midline abdominal incision going through the upper midline . On entrance into the abdomen, a moderate amount of purulent fluid was immediately encountered. Swabs of this were taken for culture. The abdomen was then thoroughly explored. The 20-week intrauterine pregnancy was identified as a gravid uterus. The nasogastric tube was positioned appropriately in the stomach. The omentum was mobilized cephalad. There were multiple adhesions down to the right lower quadrant at the site of a previous appendectomy. Running the small bowel from the ligament of treitz on down towards the ileocecal valve, the small bowel clearly was entrapped in the incisional hernia located at her old appendectomy site . The small bowel was reduced from this site. A jejunal perforation was identified . Given the status of the bowel and the patient¿s clinical status, rapid resection of the bowel was performed with staplers followed by a primary anastomosis. This was done in a stapled functional end to end fashion with excellent luminal patency and integrity of the staple lines at the completion. The segment of jejunum which had perforated was resected with ligation of the mesenteric vessels and delivered to pathology as a specimen. Some omentum was also fairly tied up within this right lower quadrant incisional hernia and also required resection and was delivered as a separate specimen to pathology. The small bowel was examined distally and there was no evidence of distal pathology. Indeed, this appeared to be the source of a partial small bowel obstruction with dilated proximal small bowel and deflated distal small bowel. The colon was examined and was intact from the cecum to the sigmoid colon with no evidence of masses, obstruction or perforation. The abdomen was copiously irrigated. Due to the patient¿s obesity, we were unable to gain adequate exposure to the incisional hernia through the midline incision, and the previous right lower quadrant appendectomy incision was opened to allow surgical exposure to this area. This was performed in conjunction with also mobilizing some of the hernia sac which was resected and delivered to pathology as a third specimen. The entire wound was irrigated as well as the abdomen again. The right lower quadrant fascial defect measured about 6 inches in diameter. This was closed with interrupted figure-of-eight #1 prolene sutures. Given the diffuse peritonitis from the perforated bowel, no attempts to close the skin incision was made. Hemostasis was obtained. The abdomen was again copiously irrigated. Hemostasis throughout was excellent. The mesenteric defect at the small bowel resection and reanastomosis was closed with vicryl sutures. The omentum was lain back over the intestine in anatomical fashion and the abdominal incision in midline was then closed with fascial sutures of interrupted figure-of-eight #1 prolene. The subcutaneous wounds were irrigated and then both the midline incision wound as well as the right lower quadrant old appendectomy site incision were packed with kerlix gauze.¿ (B)(6) 1999: pathology. ¿diagnosis: small bowel, resection; perforation with acute exudative serositis. Omentum, excision; fibroadipose tissue with mild acute and chronic inflammation. Hernia sac, excision; fibroadipose tissue, consistent with hernia sac. Specimen(s): small bowel. Omentum, routine. Hernia sac. There is a through and through hole in the bowel wall 2.0cm from the stapled resection margin, which measures 1.0 x 1.0cm.¿ (B)(6) 2000: operative report. Incisional hernia repair with inlay mesh technique. Procedure: ¿we proceeded by essentially excising around the prior ventral hernia and scar. We dissected down until we identified the hernia sac and carefully got into this. We were able to dissect the sac off the fascia. At this point, it was clear that the patient had a sizeable ventral hernia defect. We proceeded to raise flaps along the fascia on either side. In the process of this, we also dissected out the remnants of the hernia sac. Of note, to dissect the bowel off the hernia sac, we had to do fairly extensive adhesiolysis which we did with electrocautery as well as ligation with absorbable suture. Once we had done this, we tried to approximate the fascia and found that it could not be approximated without undue tension. Consequently, we proceeded to do an inlay mesh repair technique. We took a piece of 12 by 12 inch polypropylene mesh and apposed it to a 12 by 12 piece of woven vicryl mesh using absorbable suture. We then placed this in the abdomen oriented with the vicryl mesh to the bowel and secured it in place with interrupted #1 novofil sutures placed around the periphery. This gave us a very secure repair; however, the abdomen was not under undue tension with this. Once this was done, we took two #19 blake drains and placed one drain under each large subcutaneous flap. We irrigated the wound. We were satisfied with our hemostasis and then simply closed the skin with interrupted #2 nylon sutures.¿ (B)(6) 2000: pathology. ¿diagnosis: soft tissue, ventral hernia, herniorrhaphy, skin and soft tissue with areas of fibrosis, consistent with hernia sac.¿ implant preoperative complaints: no information. Implant procedure: incisional hernia repair with use of mesh. [Implant: gore® dualmesh® biomaterial, 1dlmc06/01092636, 18 cm x 24 cm x 1 mm thick] implant date: (B)(6) 2001: description of hernia being treated: ¿the hernia was through an old right lower quadrant appendectomy incision . The old scar was excised and carried down to the hernia sac. The hernia sac was excised from the surrounding subcu tissues down to the fascia circumferentially. The hernia sac was mainly on the lateral side of the incision. The hernia sac opened and was then pulled up and the intra-abdominal contents were dissected free from the hernia sac and the peritoneum circumferentially around the incision. In exploring the anterior abdominal wall, the patient had a second hernia lower in the abdomen and the entire old incision was excised until the second hernia could be identified. Bovie was used to obtain hemostasis. The final defect was approximately 15 x 5 centimeters and it was elected to use the goretex patch graft to place the mesh internally.¿ implant size and fixation: ¿the goretex was cut to the proper size and the goretex sutures were placed in an interrupted fashion circumferentially approximately 2 centimeters apart starting on the medial side of the incision. The sutures were pulled through the fascia approximately 2 centimeters back from the fascial edges and the sutures were brought through around superiorly and inferiorly and were tied in place as the sutures were brought through. The medial and lateral sutures were marked and brought out on the medial and lateral corners. After all of the sutures were placed, they were all tied down and a good hernia repair was noted. Note: the rough side was facing anteriorly and the smooth side was posteriorly. A second layer of the goretex was then sutured to the anterior fascia with a running stitch of 0 prolene, again with the rough side down and the smooth side up. This was started medially and sutured around inferiorly and superiorly to the lateral portion and the two sutures were tied to each other. A jackson pratt drain was brought through the lateral end of the incision and placed over the graft. The subcu was approximated in two layers with 0 chromic and the skin edges were approximated with skin clips. The jackson pratt drain was sutured in placed [sic] with 2-0 nylon.¿ relevant medical information: (B)(6) 2005: ¿under local anesthesia a transverse incision was made over the knot and it turned out to be a large suture granuloma associated with a large prolene suture which was removed. It measures 3.5 x 6 cm and was passed off for pathological examination. The wound was closed in 2 layers with a deep layer of 2-0 chromic and skin layer of interrupted 3-0 nylon.¿ (B)(6) 2015: inpatient admission. (B)(6) 2015: CT abdomen/pelvis. With contrast. ¿the left upper quadrant jejunal bowel loops are collapsed. In the mid abdomen, there is transition to dilated loops of fluid-filled small bowel which measure up to 4.7 cm in diameter. ¿admit. Diagnosis- bowel obstruction.¿ (B)(6) 2015: history and physical. ¿admitted secondary to abdominal pain. Has abdominal mesh from hernia repair. Has had multiple bouts of fever and abdominal pain. Yesterday began having severe abdominal pain, much worse than her typical abdominal discomfort. Abdomen: obese, soft, mild diffuse tenderness without rebound, peritoneal sign, or rigidity. Multiple abdominal hernias noted. Assessment: 1) ileus vs. Bowel obstruction. 2) left ventral hernia containing inflamed fat. 3) obesity. Plan: admit; surgery consult; ng tube; monitor labs and patient closely.¿ (B)(6) 2015: discharge summary. ¿discharge diagnoses: 1) small bowel obstruction, improved. Was seen in consultation by dr. (B)(6) on (B)(6) 2015 and he states that further abdominal surgery would carry a very high risk for recurrent hernias, intestinal injuries and fistula and infectious complications and should be avoided as an emergency preprocedure if at all necessary. Recommended continuing nasogastric decompression and IV hydration and avoiding surgical intervention. Continued to improve, progressed from clear liquids to solid foods. States she feels much better and is anxious for discharge. Condition stable. Discharge diet bland with increased hydration.¿ (B)(6) 2015: history and physical. Patient being admitted for outpatient surgery for repair of incarcerated recurrent incisional hernia. (B)(6) 2015: repair of incarcerated recurrent incisional hernia. Implant: ventrio soft tissue patch. ¿more recently, she developed a definite incarcerated recurrent incisional hernia toward the left of the abdominal midline, somewhat above the level of the umbilicus and near the previous ¿suture granuloma excision¿ incision site and she reported moderate and intermittent pain at that site, but enough to keep her from being able were [sic] comfortably . ¿after administering a small amount of local anesthetic into the skin and a small stab incision in the left lower quadrant and very carefully advanced a 5-mm optical view trocar into the peritoneal space. Extensive adhesions were identified, and although the region of the left upper quadrant abdominal wall hernia could be visualized, it was fairly clear that an open approach through this defect would be much safer than trying to place a much larger intraperitoneal patch. Therefore, the trocar was removed. I made a transverse incision through the previous left upper quadrant incision after anesthetizing it with local anesthetic consisting of a 50/50 mixture of 1 percent lidocaine with epinephrine and 0.5 percent marcaine. Subcutaneous tissue was carefully divided with cautery, and the hernia sac and it contained incarcerated fatty tissues was fairly quickly identified . Additional division of subcutaneous fat medially and laterally, blunt and sharp dissection, allowed skeletonization of this hernia sac down to its fascia, although it completely [sic]. I therefore carefully excised with cautery, much of the hernia sac. Portions of omentum were excised using clamps and vicryl ties for hemostasis, and the remaining portions were then able to be reduced into the abdominal cavity, with some additional sharp and blunt dissection to free the fascial edges. Next, some of the above-mentioned findings were noted including the presence of the lateral edge of the previous mesh. Under surface of this was carefully cleared of omental adhesions, again using careful dissection, and the above-mentioned small adjacent hernia was identified and combined with a single hernia defect by carefully dividing the fascial bridge freeing additional fascial undersurface. As there was no circular ventralex mesh available I selected an 11 x 14 cm ventrio soft tissue patch. This was carefully secured to the undersurface of the fascial ring using running no. 1 prolene sutures. Of note, along the medial edge I incorporated both the lateral edge of the previous soft tissue patch as well as the overlying intact fascia in the closure. This resulted in an excellent closure of this space. The wound was then irrigated with saline solution. Subcutaneous tissue was close [sic] at deep level with running 2-0 vicryl, and the skin was closed with running 4-0 vicryl subcuticular suture, supplemented by dermabond. The small left lower quadrants stab wound was closed in the same fashion with 4-0 vicryl and dermabond. The operation was then turned over to dr. (B)(6) for his gynecologic procedure. Regarding my portion of the procedure, hemostasis was satisfactory and all sponge and needle counts were reported as correct.¿ (B)(6) 2015: CT abdomen/pelvis. ¿abdominal pain and left upper quadrant pain. Impression: critical result: recent appearing hernia repair left of midline. There is some fluid beneath the hernia mesh without specific features of infection. Stranding over the operative site probably reflects recent surgery and are within expected limits.¿ (B)(6) 2016: inpatient admission. (B)(6) 2016: history and physical. ¿hpi: presented complaining of continued abdominal pain, intractable nausea and a possible bowel obstruction on CT scan. Began having abdominal problems a year ago when she presented with nausea, vomiting and abdominal pain. At that time she was found to have a peptic ulcer by endoscopy. She subsequently underwent herniorrhaphy by dr. (B)(6) and I believe she had a second operation subsequent to that for problems with the mesh. She has continued to complain of abdominal pain basically for the entire past year. Was referred here for possible bowel obstruction. Exam: abdomen: mild diffuse tenderness, which seems localized to the left flank and left lower quadrant. CT scan in ripley county revealed a segment of dilated small bowel with small bowel feces in the right mid abdomen with what appeared to be an abrupt transition to nondilated small bowel loop. Assessment: chronic abdominal pain, without evidence of surgical process or acute obstruction. Admit for overnight observation.¿ (B)(6) 2016: discharge summary. Hospital course: patient was admitted, remained afebrile. Was able to tolerate clear liquids without any vomiting whatsoever. Strongly recommended that she gradually wean herself from both phenergan and xanax and I have given her weaning schedule. Assessment: 1) chronic abdominal pain, unknown etiology. No evidence of bowel obstruction. 2) anxiety. 3) chronic anxiolytic therapy. 4) chronic nausea. 5) history of peptic ulcer disease. Plan: outpatient upper and lower endoscopy. Wean xanax. (B)(6) 2016: x-ray-abdomen. Small bowl obstruction. History: abdominal pain. Impression: 1) mildly dilated single loop of probable hepatic flexure in the right upper abdomen. Finding is nonspecific. 2) residual oral contrast material within the rectum. (B)(6) 2016: CT abdomen/pelvis. Hx: change in bowel habits. Impression: no acute abdominal findings. No intra-abdominal inflammation or bowel dilation. Right upper quadrant small bowel anastomosis. Previous hernia mesh repair. Cholecystectomy. Findings: bowel not dilated, no small bowel wall enhancement seen, appendix normal size [discrepancy, records indicate previous rupture and removal of appendix], hernia mesh repair seen within right lower quadrant anterior abdomen. (B)(6) 2017: 16 months s/p repair of incarcerated, recurrent left upper paramedian incisional hernia. This followed several hernia repairs and other abdominal surgery (including a bowel resection) by other surgeons. Today she complains of persistent pain at the most recent hernia repair site, claiming that this is the same pain that was present even before the repair. Also notes lesser pain and possible some bulging high in her epigastrium near/under the upper extent of her previous midline incision. Exam: tenderness at her luq wound area , but no palpable abnormality underneath. There is a small ¿nodularity¿ only 2 or 3 cm more cephalad (seemingly at or near the fascial level), palpation of which is completely nontender. There is a ¿softness¿ underneath the more cephalad aspect of her previous midline incision without focal bulging with cough or valsalva, although there is generalized upper midline bulging with cough. She did have an abdominopelvic CT scan done in november 2016, and I reviewed the films and report. There may be a herniation of fat through the most cephalad aspect of her previous fascial incision, although I cannot be sure. There is ¿curling¿ of the edges of the mesh that I placed (very common when imaged) that abuts a loop of bowel in only one CT scan cut. There is no definitive hernia recurrence in that region. There is postsurgical scarring of the area without any suggestion of mesh infection. There is no evidence of bowel obstruction on this study. Impression: persistent left upper paramedian abdominal pain despite seemingly- successful repair of her local hernias. Plan: I am inclined to recommend avoidance of any further surgery given relatively high risks of complications/persistent symptoms and what I perceive is a relatively low chance of providing her with significant improvement.¿ (B)(6) 2017: CT abdomen/pelvis. ¿history: abdominal pain; hx hernia repair with mesh. Impression: fat stranding densities adjacent to the left upper quadrant hernia mesh repair are partly contiguous with the transverse colon. This may represent scarring changes and is not significantly changed. Right lower quadrant hernia mesh repair, unchanged . Diastasis recti.¿ (B)(6) 2018: CT abdomen/ pelvis. ¿history: abdominal pain. Findings: operative changes of small bowl again seen with small bowel anastomosis within the right hemiabdomen. There is mild dilation of anastomosis, decreased compared to the previous exam. This is a common post-surgical finding. Mild colonic stool. Right lower quadrant and left mid ventral abdominal wall mesh is seen. No free air or free fluid seen. Impression: no acute intra-abdominal findings.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh shrinkage, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act. Other code information: d17: appropriate code/term not available for ¿false claim.¿

Manufacturer narrative:
B7: added medical history. D4: added lot #, expiration date, di #. H4: added device manufacture date. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 1999: (B)(6) hospital. (B)(6), jr., md. Operative report. First surgical assistant: john mason, md. Preop diagnosis: acute abdomen. Postop diagnosis: incarcerated incisional hernia at old appendectomy site. Distal jejunal perforation. Diffuse peritonitis. Name of operation: exploratory laparotomy. Small bowel resection of distal jejunum with primary anastomosis. Abdominal washout. Repair of right lower quadrant appendectomy incisional hernia. Indications for procedure: michelle reynolds is a 31-year-old morbidly obese gravida IV para iii 20-week pregnant white female who presented to an outside hospital on 09/02/99 with nausea, vomiting, and diarrhea. She did not improve with management at that hospital and was transferred to barnes- jewish hospital on 09/05/99. Abdominal x-rays showed air filled levels in the abdomen with some dilated loops of small bowel. A nasogastric tube was placed and she was managed nonoperatively for several days with improvement in her physical signs and abdominal x-ray films. She began passing flatus on 09/08/99 and overall was improving. Her nasogastric tube was discontinued. On 09/09/99, the patient sat on the toilet and valsalved, trying to move her bowels. She developed the sudden onset of severe right lower quadrant abdominal pain. This was associated also immediately with emesis. Her abdominal exam then changed to one of diffuse tenderness with peritoneal signs including rebound and guarding. She was brought to the operating room emergently for abdominal exploration. Description of procedure: ¿the patient was brought to the surgical suite on 09/09/99 and placed in supine position on the operating table. After the uneventful induction of adequate general anesthesia, she was orally intubated. The patient¿s abdomen was prepped and draped in a standard sterile fashion. The abdomen was entered through a midline abdominal incision going through the upper midline. On entrance into the abdomen, a moderate amount of purulent fluid was immediately encountered. Swabs of this were taken for culture. The abdomen was then thoroughly explored. The 20-week intrauterine pregnancy was identified as a gravid uterus. The nasogastric tube was positioned appropriately in the stomach. The omentum was mobilized cephalad. There were multiple adhesions down to the right lower quadrant at the site of a previous appendectomy. Running the small bowel from the ligament of treitz on down towards the ileocecal valve, the small bowel clearly was entrapped in the incisional hernia located at her old appendectomy site. The small bowel was reduced from this site. A jejunal perforation was identified. Given the status of the bowel and the patient¿s clinical status, rapid resection of the bowel was performed with staplers followed by a primary anastomosis. This was done in a stapled functional end to end fashion with excellent luminal patency and integrity of the staple lines at the completion. The segment of jejunum which had perforated was resected with ligation of the mesenteric vessels and delivered to pathology as a specimen. Some omentum was also fairly tied up within this right lower quadrant incisional hernia and also required resection and was delivered as a separate specimen to pathology. The small bowel was examined distally and there was no evidence of distal pathology. Indeed, this appeared to be the source of a partial small bowel obstruction with dilated proximal small bowel and deflated distal small bowel. The colon was examined and was intact from the cecum to the sigmoid colon with no evidence of masses, obstruction or perforation. The abdomen was copiously irrigated. Due to the patient¿s obesity, we were unable to gain adequate exposure to the incisional hernia through the midline incision, and the previous right lower quadrant appendectomy incision was opened to allow surgical exposure to this area. This was performed in conjunction with also mobilizing some of the hernia sac which was resected and delivered to pathology as a third specimen. The entire wound was irrigated as well as the abdomen again. The right lower quadrant fascial defect measured about 6 inches in diameter. This was closed with interrupted figure-of-eight #1 prolene sutures. Given the diffuse peritonitis from the perforated bowel, no attempts to close the skin incision was made. Hemostasis was obtained. The abdomen was again copiously irrigated. Hemostasis throughout was excellent. The mesenteric defect at the small bowel resection and reanastomosis was closed with vicryl sutures. The omentum was lain back over the intestine in anatomical fashion and the abdominal incision in midline was then closed with fascial sutures of interrupted figure-of-eight #1 prolene. The subcutaneous wounds were irrigated and then both the midline incision wound as well as the right lower quadrant old appendectomy site incision were packed with kerlix gauze. Dry sterile dressings were applied over the incisions. The drapes were removed. The patient was taken to the 8400 intensive care unit still intubated, anesthetized, and in hemodynamically stable condition. She tolerated the procedure well. As the attending general surgeon, I was present for and supervised the entire operation.¿ specimens removed: resected jejunum to pathology. Resected omentum to pathology. Resected hernia sac to pathology. Intraabdominal swab to microbiology for gram stain and culture. Packs: kerlix gauze with betadine in subcutaneous wounds. Drains: none. Estimated blood loss: 800 cc. Intraoperative fluids: 10 liters of crystalloid, 1 liter of 5 percent albumin, 2 units of packed red blood cells. Complications: none encountered intraoperatively. Sponge/instrument counts: correct. Needle counts: incorrect with an additional five needles found at the end of the case, suggestive of an uncounted pack of needles. On (B)(6) 1999: (B)(6) hospital. (B)(6), md. Pathology report. Accession #: s99-30573. Diagnosis: small bowel, resection; perforation with acute exudative serositis. Omentum, excision; fibroadipose tissue with mild acute and chronic inflammation. Hernia sac, excision; fibroadipose tissue, consistent with hernia sac. Specimen(s): small bowel. Omentum, routine. Hernia sac. Gross description: the specimens are received in three containers of formalin, each labelled with the patient¿s name. The first is labelled ¿small bowel in 10% formalin.¿ it contains two fragments of small bowel, one of length 7cm and the other 5.0cm in length. The largest portion of small bowel has a staple margin at one end measuring 3.0cm. The other end has no stapling of the resection margin. The serosal surface is brown-purple with a small amount of dark brown adherent material on the serosal surface. There is a through and through hole in the bowel wall 2.0cm from the stapled resection margin, which measures 1.0 x 1.0cm. There is a small amount of fat on the serosal surface of one aspect of the specimen. The average bowel wall thickness is 0.4cm. The mucosal surface of this portion of the specimen has normal mucosal folds, with a mild amount of edema. Other than the previously described through and through hole, there are no ulcerations or areas of discoloration. On the aspect of this portion of specimen with fat, there is dark purple discoloration of the specimen. Serial sectioning of this larger portion of small bowel reveals no additional abnormality. Labelled a1, cross section of bowel wall abutting staple margin; a2, section of bowel wall including through and through perforation; a3, section of dark purple fat, serosal and bowel wall. No lymph nodes are identified in this portion of specimen. The smaller portion of small bowel has a staple margin measuring 4.0cm at one edge and no stapling of the other resection margin. The serosa has a loosely adherent coating of tan-yellow exudate. There is a small amount of attached fat on one side of the specimen, and the specimen is dark purple in this area. The average wall thickness of this portion of specimen is 0.8cm. The mucosal surface of this smaller portion of the specimen is markedly edematous, but without focal ulcerations or other lesions. The average lumen diameter is 1.5cm. No lymph nodes are identified. Serial sectioning of the specimen reveals no additional abnormalities. Labelled a5, cross section of bowel abutting staple margin, a6, section of bowel wall including fibrinous exudate; a7, section of dark purple fat. Jar 2. The second container is labelled ¿omentum¿ and contains a 15.0 x 6.0 x 2.0cm firm portion of fibrofatty tissue, irregularly colored dark purple and yellow. Serial sectioning of the specimen reveals nothing remarkable. Labelled b1 and b2. Jar 2. The third container is labelled ¿hernia sac¿ and contains a 9.0 x 3.0 x 3.0cm portion of fibrofatty tissue with a pouch-like recess. Serial sectioning reveals nothing remarkable. Labelled c1. Jar 1. On (B)(6) 2000: (B)(6) hospital. (B)(6), md. Operative report. First surgical assistant: john mason, md. Second/third surgical assistant: (B)(6), md. Pre/postop diagnosis(es): large incisional hernia. Name of operation: incisional hernia repair with inlay mesh technique. Clinical summary: mrs. Reynolds is a quite obese caucasian female who in the past has undergone exploratory laparotomy for incarcerated hernia. Her incarceration site was actually at a prior appendectomy incision. Of note, this also occurred while she was pregnant. All these issues resolved; however she was left with a sizeable ventral hernia. She presents now to have this repaired. We explained to her that this would probably require mesh. She understood this and agreed to proceed. Operative findings: the patient, of note, was quite obese. She had dense adhesions which required extensive adhesiolysis through her large midline hernia defect. Description of procedure: ¿the patient was taken to the operating room and placed in the supine position. After the administration of suitable anesthetic and IV antibiotics, we prepared and draped her abdomen sterilely. We proceeded by essentially excising around the prior ventral hernia and scar. We dissected down until we identified the hernia sac and carefully got into this. We were able to dissect the sac off the fascia. At this point, it was clear that the patient had a sizeable ventral hernia defect. We proceeded to raise flaps along the fascia on either side. In the process of this, we also dissected out the remnants of the hernia sac. Of note, to dissect the bowel off the hernia sac, we had to do fairly extensive adhesiolysis which we did with electrocautery as well as ligation with absorbable suture. Once we had done this, we tried to approximate the fascia and found that it could not be approximated without undue tension. Consequently, we proceeded to do an inlay mesh repair technique. We took a piece of 12 by 12 inch polypropylene mesh and apposed it to a 12 by 12 piece of woven vicryl mesh using absorbable suture. We then placed this in the abdomen oriented with the vicryl mesh to the bowel and secured it in place with interrupted #1 novofil sutures placed around the periphery. This gave us a very secure repair; however, the abdomen was not under undue tension with this. Once this was done, we took two #19 blake drains and placed one drain under each large subcutaneous flap. We irrigated the wound. We were satisfied with our hemostasis and then simply closed the skin with interrupted #2 nylon sutures. We applied a sterile dressing. The patient tolerated the procedure well. Sponge and needle counts were correct at the end of the case times two. The patient was extubated in the operating room, taken to the recovery room and then to the floor in good condition.¿ operative specimens: operative specimens include the hernia sac and associated skin. On (B)(6) 2000: (B)(6) hospital, (B)(6) medical center. (B)(6), md. Pathology report. Diagnosis: soft tissue, ventral hernia, herniorrhaphy, skin and soft tissue with areas of fibrosis, consistent with hernia sac. On (B)(6) 2001: (B)(6)healthcare system. (B)(6), md. Report of operation. Pre/postop diagnosis: incarcerated, recurrent incisional hernia. Postoperative diagnosis: incarcerated, recurrent incisional hernia. Operation: incisional hernia repair with use of mesh. Anesthesia: general. Complications: none. Procedure and findings: ¿the patient was prepped and draped in the usual fashion. The hernia was through an old right lower quadrant appendectomy incision. The old scar was excised and carried down to the hernia sac. The hernia sac was excised from the surrounding subcu tissues down to the fascia circumferentially. The hernia sac was mainly on the lateral side of the incision. The hernia sac opened and was then pulled up and the intra-abdominal contents were dissected free from the hernia sac and the peritoneum circumferentially around the incision. In exploring the anterior abdominal wall, the patient had a second hernia lower in the abdomen and the entire old incision was excised until the second hernia could be identified. Bovie was used to obtain hemostasis. The final defect was approximately 15 x 5 centimeters and it was elected to use the goretex patch graft to place the mesh internally. The goretex was cut to the proper size and the goretex sutures were placed in an interrupted fashion circumferentially approximately 2 centimeters apart starting on the medial side of the incision. The sutures were pulled through the fascia approximately 2 centimeters back from the fascial edges and the sutures were brought through around superiorly and inferiorly and were tied in place as the sutures were brought through. The medial and lateral sutures were marked and brought out on the medial and lateral corners. After all of the sutures were placed, they were all tied down and a good hernia repair was noted. Note: the rough side was facing anteriorly and the smooth side was posteriorly. A second layer of the goretex was then sutured to the anterior fascia with a running stitch of 0 prolene, again with the rough side down and the smooth side up. This was started medially and sutured around inferiorly and superiorly to the lateral portion and the two sutures were tied to each other. A jackson pratt drain was brought through the lateral end of the incision and placed over the graft. The subcu was approximated in two layers with 0 chromic and the skin edges were approximated with skin clips. The jackson pratt drain was sutured in placed [sic] with 2-0 nylon. Dressings were applied with 4x4s. There were no complications. The patient tolerated the procedure well. Estimated blood loss was about 100 cc.¿ on (B)(6) 2001: (B)(6)healthcare. Implant sticker. Gore-tex dualmesh biomaterial. Item# 1dlmc06. Lot# 01092636. Gore soft tissue patch. Location of implant: rt side abd wall. The records confirm a gore-tex dualmesh biomaterial (1dlmc06/01092636) was implanted during the procedure. On (B)(6) 2005: [facility ni]. (B)(6), md. Office note. Hpi: tender knot in left upper portion of abdomen, noticed for several months. Hx of previous upper midline incisional hernia repair twice and a right lower quadrant appendectomy hernia repair. No drainage from knot. Exam: feels like lipoma that is tender in left upper quadrant. Under local anesthesia a transverse incision was made over the knot and it turned out to be a large suture granuloma associated with a large prolene suture which was removed. It measures 3.5 x 6 cm and was passed off for pathological examination. The wound was closed in 2 layers with a deep layer of 2-0 chromic and skin layer of interrupted 3-0 nylon. On (B)(6) 2005: [missing records: a pathology report detailing analysis of the specimen removed (B)(6) 2005 was not provided.] Records between (B)(6) 2005 and (B)(6) 2015 were not provided. On (B)(6) 2015: (B)(6) regional medical center. (B)(6), md. CT abdomen/pelvis with contrast. History: abdominal pain. Findings: the common bile duct is mildly dilated measuring up to 11mm. There is mild intrahepatic biliary ductal dilatation. There is a 1.8 cm cyst in the inferior aspect of the spleen. Left mid renal 7 mm nonobstructing calculus. Left inferior renal pole 5 mm cortical based hypodensity too small to characterize. The left upper quadrant jejunal bowel loops are collapsed. In the mid abdomen, there is transition to dilated loops of fluid-filled small bowel which measure up to 4.7 cm in diameter. ¿admit. Dx- bowel obstruction. Dr. Montgomery¿ [handwritten on record; missing page 2 for continuation of findings]. On (B)(6) 2015: (B)(6) reg. Med. Center. (B)(6), md. Operative report. Procedure performed: repair of incarcerated recurrent incisional hernia. Pre/postop diagnosis: incarcerated recurrent incisional hernia. Complications: none. Reason for procedure: this 47-year-old woman had presented several months earlier with a bowel obstruction that resolved without operative intervention. She also suffered with unrelated recurrent left upper abdominal wall incisional hernia, having undergone laparotomy at a different institution, followed by repair of an incisional hernia at that site a few years earlier. She had also undergone removal of a suture granuloma approximately 3-4 years ago, her left upper abdominal wall region. At that point, reportedly there was no evidence of recurrent hernia. More recently, she developed a definite incarcerated recurrent incisional hernia toward the left of the abdominal midline, somewhat above the level of the umbilicus and near the previous ¿suture granuloma excision¿ incision site and she reported moderate and intermittent pain at that site, but enough to keep her from being able were [sic] comfortably. Therefore, after considering risks, benefits, and alternatives, it was agreed to proceed with repair, possibly laparoscopically. Of note, the patient also required a minor gynecologic procedure performed and it was agreed that this would follow more major surgery. Operative findings: there was omental fat incarcerated through the hernia defect. The defect measured approximately 5 x 6 cm, and deep to the previously mentioned left upper quadrant incision. The defect was composed of healthy fascia circumferentially, but along the medial edge was also the lateral edge of the previously placed soft tissue patch. This was not fully adherent to the overlying fascia, within which a small central defect was palpable along the midline. There was also a small fascial defect measuring approximately 1 cm in diameter just inferior to the hernia defect being addressed, which was repaired at a single hernia defect after dividing the intervening fascial bridge. Limited laparoscopy via a left lower quadrant approach revealed significant diffuse intraabdominal adhesions, prompting conversion to an open repair. At the completion of the procedure, hemostasis was satisfactory. Procedure in detail: ¿the patient was brought to the operating room and placed on the table in the supine position. Following induction of general anesthesia with intubation, her abdomen was widely prepared with chloraprep solution and draped appropriately. A time-out procedure was performed to confirm the patients identity and planned surgical procedure. After administering a small amount of local anesthetic into the skin and a small stab incision in the left lower quadrant and very carefully advanced a 5-mm optical view trocar into the peritoneal space. Extensive adhesions were identified, and although the region of the left upper quadrant abdominal wall hernia could be visualized, it was fairly clear that an open approach through this defect would be much safer than trying to place a much larger intraperitoneal patch. Therefore, the trocar was removed. I made a transverse incision through the previous left upper quadrant incision after anesthetizing it with local anesthetic consisting of a 50/50 mixture of 1 percent lidocaine with epinephrine and 0.5 percent marcaine. Subcutaneous tissue was carefully divided with cautery, and the hernia sac and it contained incarcerated fatty tissues was fairly quickly identified. Additional division of subcutaneous fat medially and laterally, blunt and sharp dissection, allowed skeletonization of this hernia sac down to its fascia, although it completely [sic]. I therefore carefully excised with cautery, much of the hernia sac. Portions of omentum were excised using clamps and vicryl ties for hemostasis, and the remaining portions were then able to be reduced into the abdominal cavity, with some additional sharp and blunt dissection to free the fascial edges. Next, some of the above-mentioned findings were noted including the presence of the lateral edge of the previous mesh. Under surface of this was carefully cleared of omental adhesions, again using careful dissection, and the above-mentioned small adjacent hernia was identified and combined with a single hernia defect by carefully dividing the fascial bridge freeing additional fascial undersurface. As there was no circular ventralex mesh available I selected an 11 x 14 cm ventrio soft tissue patch. This was carefully secured to the undersurface of the fascial ring using running no. 1 prolene sutures. Of note, along the medial edge I incorporated both the lateral edge of the previous soft tissue patch as well as the overlying intact fascia in the closure. This resulted in an excellent closure of this space. The wound was then irrigated with saline solution. Subcutaneous tissue was close [sic] at deep level with running 2-0 vicryl, and the skin was closed with running 4-0 vicryl subcuticular suture, supplemented by dermabond. The small left lower quadrants stab wound was closed in the same fashion with 4-0 vicryl and dermabond. The operation was then turned over to dr. Carl patty for his gynecologic procedure. Regarding my portion of the procedure, hemostasis was satisfactory and all sponge and needle counts were reported as correct.¿ there is no mention of device removal in the records. On (B)(6) 2015: (B)(6) medical center. (B)(6), md. CT angiography of the chest, CT of the abdomen and pelvis without and with contrast. History: abdominal pain and left upper quadrant pain. Impression: critical result: right lower lobe pulmonary artery thrombus. Small to moderate thrombus burden. No inflammatory process, bowel or urinary obstruction. Recent appearing hernia repair left of midline. There is some fluid beneath the hernia mesh without specific features of infection. Stranding over the operative site probably reflects recent surgery and are within expected limits. Single nonobstructing calculus of the left kidney. On (B)(6) 2016: (B)(6) regional medical center. (B)(6), md. History and physical. Hpi: presented complaining of continued abdominal pain, intractable nausea and a possible bowel obstruction on CT scan. Began having abdominal problems a year ago when she presented with nausea, vomiting and abdominal pain. At that time she was found to have a peptic ulcer by endoscopy. She subsequently underwent herniorrhaphy by dr. (B)(6) and I believe she had a second operation subsequent to that for problems with the mesh. She has continued to complain of abdominal pain basically for the entire past year. States that over the past 3-4 days, she has been somewhat constipated. Was referred here for possible bowel obstruction. Pmh: pulmonary emboli in (B)(6) 2016 for which she has been on chronic coumadin, chronic venous insufficiency, irritable bowel syndrome. She had several bouts of flare-ups with her abdominal pain associated with nausea. Meds: warfarin buspirone. Exam: abdomen: mild diffuse tenderness, which seems localized to the left flank and left lower quadrant. CT scan in ripley county revealed a segment of dilated small bowel with small bowel feces in the right mid abdomen with what appeared to be an abrupt transition to nondilated small bowel loop. Assessment: chronic abdominal pain, without evidence of surgical process or acute obstruction. Some nausea, no vomiting. Hx positive rheumatoid factor without arthralgias. Plan: admit of overnight observation. [Missing records: records for the CT scan showing ¿dilated small bowel with small bowel feces in the right mid abdomen and left lower quadrant¿ were not provided.] 11/04/16: (B)(6) med. Center. (B)(6). Radiology-CT abdomen/pelvis. Hx: change in bowel habits. Impression: no acute abdominal findings. No intra-abdominal inflammation or bowel dilation. Right upper quadrant small bowel anastomosis. Previous hernia mesh repair. Cholecystectomy. Findings: bowel not dilated, no small bowel wall enhancement seen, appendix normal size [discrepancy, records indicate previous rupture and removal of appendix], hernia mesh repair seen within right lower quadrant anterior abdomen. On (B)(6) 2017: (B)(6) medical partners. (B)(6), md. Office notes. Hpi: 16 months s/p repair of incarcerated, recurrent left upper paramedian incisional hernia. This followed several hernia repairs and other abdominal surgery (including a bowel resection) by other surgeons. Today she complains of persistent pain at the most recent hernia repair site, claiming that this is the same pain that was present even before the repair. Also notes lesser pain and possible some bulging high in her epigastrium near/under the upper extent of her previous midline incision. Continues taking coumadin following right leg dvt and pulmonary embolism that occurred in the months following her last surgery. Exam: tenderness at her luq wound area, but no palpable abnormality underneath. There is a small ¿nodularity¿ only 2 or 3 cm more cephalad (seemingly at or near the fascial level), palpation of which is completely nontender. There is a ¿softness¿ underneath the more cephalad aspect of her previous midline incision without focal bulging with cough or valsalva, although there is generalized upper midline bulging with cough. She did have an abdominopelvic CT scan done in november 2016, and I reviewed the films and report. There may be a herniation of fat through the most cephalad aspect of her previous fascial incision, although I cannot be sure. There is ¿curling¿ of the edges of the mesh that I placed (very common when imaged) that abuts a loop of bowel in only one CT scan cut. There is no definitive hernia recurrence in that region. There is postsurgical scarring of the area without any suggestion of mesh infection. There is no evidence of bowel obstruction on this study. Impression: persistent left upper paramedian abdominal pain despite seemingly- successful repair of her local hernias. Plan: I am inclined to recommend avoidance of any further surgery given relatively high risks of complications/persistent symptoms and what I perceive is a relatively low chance of providing her with significant improvement. On (B)(6) 2017: (B)(6) medical center. (B)(6), md. CT abdomen and pelvis wo contrast. History: abdominal pain; hx hernia repair with mesh. Impression: fat stranding densities adjacent to the left upper quadrant hernia mesh repair are partly contiguous with the transverse colon. This may represent scarring changes and is not significantly changed. Right lower quadrant hernia mesh repair, unchanged. Diastasis recti. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.